Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/26/2025, it was reported by a sales representative via phone that an ar-1588btb-ib tightrope conversion shuttling stitch did not convert. It broke upon tightening. This occurred during use in a case with no patient effect. Case was completed using two tighropes. 5 minute delay to case.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning, and/or improper surgical technique.